Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 1.4 mmol/l when the paramedics arrived. It was stated that the customer treated based on the sensor glucose reading without first taking a fingerstick reading. The customer had also inserted in the buttocks due to skin irritation in the abdomen. Advised the customer to always take a fingerstick reading prior to taking action with the insulin pump. Nothing further was reported.